Event description:
It was reported that infection and erosion occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead had a malfunction previously reported via a remedial action exemption report and has now been returned after removal for infection and erosion which no longer meets the exemption criteria and is being submitted on an individual report. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, had environmental stress cracking breach/breach (non-electrical) and was breached cut, there was blood in/on the helix/lobe mechanism.